Event description:
It was reported that during use of the unspecified bd¿ safe-clip the needle cutter does not work it appears to be 'covered or locked'. The needle will only penetrate halfway and clipper does not cut the needle. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english "the patient's mother reports that for 1 month the needle cutter does not work as it reports that it appears to be 'covered or locked', does not penetrate the needle well, enters the halfway and does not cut the needle, what you do is bend .. ¿

Manufacturer narrative:
H.6. Investigation summary: investigation summary: customer returned one (1) used bd safe-clip device from lot 7177532. Patient's mother reported that: the needle cutter does not work as it reports that it appears to be 'covered or locked', does not penetrate the needle well, enters the halfway and does not cut the needle. The returned safe clip was examined microscopically, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h 10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd¿ safe-clip the needle cutter does not work it appears to be 'covered or locked'. The needle will only penetrate halfway and clipper does not cut the needle. Foreign complaint the following information was provided by the initial reporter: "the patient's mother reports that for 1 month the needle cutter does not work as it reports that it appears to be 'covered or locked', does not penetrate the needle well, enters the halfway and does not cut the needle, what you do is bend.¿